Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate,. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer boots up device in system maintenance, identify device in maintenance mode not for human use. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer boots up device in system maintenance, identify device in maintenance mode not for human use. Assist customer to identify problematic issue with device displaying maintenance mode. Instructed customer to check the tamper-switch on rear case, not stuck in. Power cycle device on/off. Unit displayed new patient screen in operate mode. Re-connected to system maintenance, device displayed com-port and model serial number as normal. Explained display will show ¿not for human use¿, when connected to system maintenance in this manner. End call. (B)(4).